Event description:
Covidien received information stating the ventilator experienced an erratic display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or deatrh associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), software was upgraded to the current revision. The device passed all testing and operates within the manufacturing specifications.